Event description:
It was reported that post implantable cardioverter defibrillator replacement procedure, left ventricular capture was lost. The patient would be monitored.

Manufacturer narrative:
Na